Event description:
Our rep is reporting to us that the pt, a (B)(6) male, had original acl repair with the use of a biointrafix screw and sheath for tibial fixation on (B)(6) 2007 at (B)(6) hospital, (B)(6). Subsequently at some point in time (not defined) the pt presented somehow (not defined) to the original surgeon. The surgeon through whatever means and for whatever reasons (not defined) recommended a re-visitation to the op-site. On (B)(6) 2010, approximately 22 months post-op, the pt underwent the re-visitation procedure (protocol not defined). At this point the surgeon diagnosed: right chronic tibial wound drainage with retained foreign body (we assume this was done through scoping). The surgeon performed excision of the draining sinus tract, removed the remnants of the original tibial fixation devices and used auto bone graft to re-fixate. Tissue samples and fixation device fragments sent off to pathology. Pt's present status and prognosis unk to mitek at this time; questions out. Also see associated MDR 1221934-2010-00325.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.